Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Low and high glucose thresholds in the reader¿s alarm settings were set. Sensor was activated with known good reader, and a linearity test were performed. Low glucose alarm and high glucose alarm were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported that the alarm was set to 80 mg/dl and the low glucose alarm did not sound when she was already "lo" (readings lower than 40 mg/dl). Customer experienced "tremors, dizziness and loss of vision" and was unable to self-treat. Customer was treated with glucagon by her sister. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported that the alarm was set to 80 mg/dl and the low glucose alarm did not sound when she was already "lo" (readings lower than 40 mg/dl). Customer experienced "tremors, dizziness and loss of vision" and was unable to self-treat. Customer was treated with glucagon by her sister. There was no report of death or permanent injury associated with this event.